Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery as well as motor error. The customer¿s blood glucose level was 268 mg/dl at the time of the incident. Troubleshooting was performed for no delivery and motor error but it did not resolve the issue. The insulin pump will not be returned for analysis.